Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had high ventricular pacing threshold of 3.25v @ .52 ms. Lead was repositioned and has a threshold of 0.7 volts at 0.4 ms. Device is still in use. No patient complications have been reported as a result of this event.